Event description:
The consumer was leaning forward and allegedly fell out of his chair, resulting in a broken hip.

Manufacturer narrative:
The chair involved in the incident was not manufactured by invacare. The seat cushion used in the chair was. Info provided suggests the user reportedly leaned forward and fell out of the chair. No malfunction alleged. MDR filed based on injury.